Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving low glucose readings from their freestyle flash meter. Customer also reported experiencing symptoms of nausea and constant vomiting. Customer's husband took customer to the hospital where customer was diagnosed with diabetic ketoacidosis. There is no report of third medical intervention for the customer's medical condition.